Event description:
It was reported that the remaining longevity of the device was less than expected. It was noted that the device was programmed with high outputs. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.